Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a power on reset had occurred and that it had been interrogated in-clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a electrical reset message appear on the screen when interrogated. This was likely due to a bit flip. The device remains in use. No patient complications have been reported as a result of this event.